Event description:
It was reported that the device has been placed on (B)(6). On (B)(6) there was a swelling in the arm and skin circulation. The doctor decided to remove the catheter. But only 3cm from the distal end is removed without resistance. Intervention was made on (B)(6) 2013.

Manufacturer narrative:
The device has not been returned to the MFR, at this time, for eval. A lot history review (lhr) of rewf0213 showed no other similar product complaint(s) for this lot number.